Event description:
It was reported to philips that the system was unable to boot up. The device was outside of clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was not starting. Upon troubleshooting actions, fse identified that main monitor displayed a message indicating "no connection to host pc". Fse recreated the os disk drive. After recreating the os disk drive, the system was returned to use in good working order. The codes were updated based on the investigation outcome.